Manufacturer narrative:
Concomitant medications - alprazolam, aspirin, dicyclomine hcl, ciprofloxacin, metronidazole, atorvastatin calcium, clopidogrel bisulfate, zetia. (B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to endoleak. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
The following information was reported to gore through (B)(6): on (B)(6) 2016, the patient underwent treatment of a 54 mm abdominal aortic aneurysm whereby three gore® excluder® aaa endoprostheses. On (B)(6) 2016 and (B)(6) 2017, follow up computed tomography angiography (cta) imaging reportedly showed the aneurysm measured 51 mm. On (B)(6) 2017, follow up cta imaging reportedly showed the aneurysm measured 55 mm. On (B)(6) 2017, follow up cta imaging reportedly showed the aneurysm measured 53 mm. On (B)(6) 2018, follow up ultrasound imaging reportedly showed the aneurysm measured 57 mm, with evidence of a type ii endoleak from the inferior mesenteric artery (ima). On (B)(6) 2018, follow up cta imaging reportedly showed the aneurysm measured 54 mm. On (B)(6) 2018, selective angiography was reported performed whereby coils were placed in the aneurysm sac and onyx glue was injected into the ima. It was reported the procedure resolved the endoleak, with successful coiling and embolization of the endoleak with no residual flow on completion angiography. The patient tolerated the procedure.